Manufacturer narrative:
An investigation was completed: on (B)(6) 2025, it was reported that a broken bolt was discovered while the fe was on at the customer site for a separate issue. The field engineer (fe) replaced the vta assembly to resolve the issue. No patient or user injuries were reported. A review of the device history showed this issue has not recurred since the part was replaced. The vta was on the system for 4,350 days and was not returned for further investigation. A CAPA has been opened to investigate the root cause of the loose/broken vta bolts. Conclusion: this investigation will be closed and the root cause investigation for this issue will be documented in the CAPA. Future events will be monitored and trended. Device history record (DHR) review: a review of the complaint history for (B)(6) was performed and no additional complaints related to loose/broken vta bolts were found. The complaint review identified that the vta and bolts were original to the system therefore, the DHR was reviewed. There were no discrepancies related to the vta. The vta was installed on this gantry with no issues noted. System product code: sdm-00001-2d. Serial number: (B)(6). Manufacture date: 04-09-2013. System installation date: 06-24-2013. Unique device identifier (UDI): (B)(4).

Event description:
It is reported that on (B)(6) 2025, during another system repair on a selenia dimensions mammography system, a field engineer found a broken bolt within the vta assembly. The field engineer determined that the vta assembly needed to be replaced, which was completed. The field engineer reports that the system now meets manufacturer specifications. No patient/user injury reported.